Event description:
A paient reported getting low inaccurate results while using a one touch meter. On event date, patient's blood glucose was 40mg/dl on ot meter at 02:00am. Patient drank and tested again at 02:25am and their blood glucose was 36mg/dl. At 02:40 am patient went to the emergency room where their blood glucose was 200mg/dl on unknown meter. Patient has not reported experiencing any adverse event symptoms. Patient had visited the emergency room to verify ot meter reading. Lifescan representative contacted patient for further information. During the contact, the ot failed the control test. Patient reportedly cleans meter with alcohol which is a practice warned against in the ot owner's manual. No allegations of harm have been made.